Manufacturer narrative:
D8 / d9 / h6 was updated. The returned product was tested. There were no adhesion issues noted at this time. If additional information is received an additional follow up MDR will be submitted.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. If additional information is received an additional follow up MDR will be submitted.

Event description:
The customer reported on 02 dec 2024 that tissue coming off of apex superior adhesive slide - pink case, p/n 3800084e, lot 4900072443 in the bond instrument. There was no report of tissue loss or re-biopsy at this time.

Manufacturer narrative:
Submission 1419341-2024-00021 follow-up 1 was missing the awareness date in section g3/4. The correct date was 17 january 2025.